Event description:
The customer reported getting a shock equipment malfunction.

Manufacturer narrative:
The customer reported getting a shock equipment malfunction. The philips field service engineer evaluated the device. The symptom could not be duplicated but was verified in the status log. The device was returned to service after passing all testing. We are considering this a malfunction. We cannot definitively determine the cause since the symptom could not be duplicated.